Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a possible wire problem. A full check was performed. A couple of other programs were tried but got the same battery life result. There was a report of shorter than anticipated battery life and may be connected with the '<(><<)>50' on the impedance report. It was reported that there was low impedance and there was a drained battery. Additional information received reported that the cause of the low impedance and draining battery was not determined. There were no actions/interventions taken to resolve the low impedance and draining battery. The issue was not resolved. No further complications were reported/anticipated.